Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, is listed in the xience v everolimus eluting coronary stent systems instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was performed to treat a de novo coronary lesion in the left anterior descending coronary artery with mild tortuosity and mild calcification. While deploying the 2.75 x 28 mm xience v stent, a proximal edge dissection was observed. Another xience v stent was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.